Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint history at this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Doctor went to reload the needle (pulled the red trigger) and the second backstop loaded to far forward. The second part of the implant was un-deployable and had to be discarded. Doctor removed all loose parts of the remaining needle and sutures, and proceeded to debris the knee without a repair. Procedure was extended by approximately 5 minutes due to needle loading in error. Additional info needle was removed from the gun. Part of the suture was in the patient and part came out when we removed the deployment gun. Doctor felt the tissue where he wanted to suture was too deteriorated. Partly from the tear and partly due to we&apos;re the needle went in for the first implant. Location of the tear also made it difficult to get to. Doctor performed a partial menisectomy.* see associated medwatch # 1221934-2014-00134.

Event description:
Doctor went to reload the needle (pulled the red trigger) and the second backstop loaded to far forward. The second part of the implant was un-deployable and had to be discarded. Doctor removed all loose parts of the remaining needle and sutures, and proceeded to debris the knee without a repair. Procedure was extended by approximately 5 minutes due to needle loading in error. **additional info needle was removed from the gun. Part of the suture was in the patient and part came out when we removed the deployment gun. Doctor felt the tissue where he wanted to suture was too deteriorated. Partly from the tear and partly due to where the needle went in for the first implant. Location of the tear also made it difficult to get to. Doctor performed a partial menisectomy. See associated medwatch # 1221934-2014-00134.